Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm every 15 minutes. The customer's blood glucose was 262 mg/dl at the time of incident. The customer reported that the insulin pump was shutting off about every 15 minutes on (B)(6) 2017, had black dot at the top of the pump because he stopped the pump. Troubleshoot could not be completed as it was a past event. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.